Event description:
It was reported that the patient presented in clinic symptomatic due to pacemaker mediated tachycardia. The patient experienced symptoms of lightheadedness. After reprogramming, the device resumed normal function. The patient will be followed normally.